Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: m995402a001, serial# (B)(6). Product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: m995402a001, serial# (B)(6), product type. Product ID: 97715, serial# (B)(6), implanted: (B)(6) 2021, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device lower controller. The reason for call was patient reported both of their spinal cord stimulators don't work and they haven't for almost 2 months now. Patient stated controller won't find the device but it will charge but when it charges it bounces all over the place and it will say it's at 10% and then it will go up to 100% then it won't take another charge and 10 minutes later it will be dead. Patient stated the controller won't find implantable neurostimulator (ins) unless recharger is plugged in. Patient stated this has been for a about a year and half. Patient also stated the controller for the upper stimulator will not even light up anymore. Patient said the controller used to light up when they plugged it in but it just won't charge and they just pulled it out of the bin and it's not even registering to plug in. Patient stated the controller would not find implantable neurostimulator (ins) unless the recharger is plugged, and that is if the controller wakes up. Patient stated they would plug it overnight to charge, and it would still be empty by the next morning. Patient stated this has been happening for over a year, patient mentioned they don't get good enough pain relief to deal with these things anymore for about a year or 1.5 years and they just gave up on the implants about a couple months ago and the implant has only been dead for a month. Patient went to get an MRI today and the MRI tech had to physically look at the controllers turning off and neither of them would function so they need to get them replaced before they can even have an MRI again. Patient stated they haven't gotten proper pain relief in about 2 years and things are progressively getting worst. Patient stated they think they need a surgery before implants can help them again. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack device. Additional information was received from the patient reporting that the controller replacements have been received and one of them is not finding the implant. Agent asked and patient stated they have inflammation around the ins site. Agent redirected patient to their healthcare provider (hcp). The patient was frustrated because the moved to nc and don't have insurance. The patient disconnected saying they should have never got the implant. 2025-apr-01, (B)(4) (con): patient reported that they have had a lot of problems with their spinal cord stimulator and they are in so much increased pain that they can't walk on their own anymore. Patient stated that they've been having this for the last 2 years and the stimulators never helped. Patient stated that they have had their device for 4 years and their doctor is very hard to get in to and when they could get in to it, the doctor had them meet with an mdt representative for calibration, then sent them home to try it. Patient stated that for a couple of months, they called them back multiple times. Patient stated they didn't have time anymore to continue to mess with it. Patient stated they want the devices taken out of their body because they've never gotten any use out of them. The reason for call was patient reported that their device is not operating properly. Patient stated that neither of them is communicating with the implanted device unless they plugged the rtm. Patient stated they can only control their implant if they have it connected to the rtm and have it connected to their implant. Patient stated it takes them about 20 minutes for it to find their implant even though their rtm is connected. Patient stated it will take about 10-15 minutes even though it's at 100% contact and it'll go charging the device, charge failed, try to move the paddle and it's telling them that it's 100%. Patient stated they let it sit for 10 minutes and it'll say can't find the device but they got 100% contact and both of them do that. Patient stated they've been reporting this event for about 2 years and it's been going on for a long time. Patient stated one of them didn't operate correctly, they would say about 6 months after they had it put in the last one. Patient stated the first one started malfunctioning after the second one got put in. When asked for the event date, patient stated they don't even know. Patient stated that the problem probably started in 2023 where they both non-functional. Patient stated they think one of them may have malfunctioned for a year but they can't tell the exact date cause it's been so long. Patient stated they got them 6 hours to communicate and event get them to charge. Patient stated even if they wanted to change the controller settings, they can't unless they sit down and put the paddle on it and its taking hours to get it to find the device even change the settings on it. Agent called back and patient stated that they're not at home and don't have the external equipment with them. Agent was not able to troubleshoot due to the nature of the call.